Manufacturer narrative:
The reported event involving a pump module(s) ¿it was reported that iui's are coming back to biomed shop a week to three months for corrosion, even after the device was just evaluated by biomed. It was found during non-bd investigation that even when the device looked fine, the fluid is getting inside the device and causes corrosion.¿ could not be confirmed. The source device was not returned to enable testing for this investigation. This file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported that iui's are coming back to biomed shop a week to three months for corrosion, even after the device was just evaluated by biomed. It was found during non-bd investigation that even when the device looked fine, the fluid is getting inside the device and causes corrosion.